Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found with a broken blade. The blade was broken off from its base. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the tip of the harmonic ace instrument broke inside the patient. The tip was retrieved during the same procedure. The customer used a backup instrument. The procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) attempted to follow-up with the initial reporter to obtain additional information; however, the customer could not provide any further information about the procedure or the instrument.